Event description:
It was reported that the patient experienced hypotension post procedure with the rx acculink in the right internal carotid artery. The patient was treated with dopamine. The condition resolved three days post procedure and the patient was discharged home. The hospitalization was prolonged due to the condition. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: aspirin, clopidogrel, embolic protection: rx accunet. There was no reported product deficiency. The reported patient effect of hypotension is a known, observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.